Event description:
It was reported that the asymptomatic patient presented at a pre-discharge check. Upon interrogation, it was observed the leadless pacemaker failed to capture and was under-sensing. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events of failure to capture and under-sensing were not confirmed. Visual inspection showed that the helix was stretched out of specification consistent with having occurred during procedure. Further analysis performed showed normal device characteristics without any anomalies contributing to reported event of capture or sensing problem.